Manufacturer narrative:
Bayer case number: (B)(4). Endometrioma [endometrioma], huge migraine headache [migraine headache], herniated discs [herniated disc], discopathy at l4-l5 [lumbar disc disease], my back is completely shot, not to mention my cervical spine [back disorder], I have great difficulty walking; it's a nightmare [walking difficulty], a shitty life [impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 27-jan-2026. The most recent information was received on 03-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of endometriosis ("endometrioma") in a 53-year-old female patient who had essure inserted (lot no. 838572) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. On unknown date she experienced endometriosis (seriousness criterion intervention required), migraine ("huge migraine headache"), intervertebral disc protrusion ("herniated discs"), intervertebral disc disorder ("discopathy at l4-l5"), back disorder ("my back is completely shot, not to mention my cervical spine"), gait disturbance ("I have great difficulty walking; it's a nightmare") and impaired quality of life ("a shitty life"). The patient was treated with surgery (in 2022). At the time of the report, the outcomes for migraine, intervertebral disc protrusion, intervertebral disc disorder, back disorder, gait disturbance and impaired quality of life were unknown. No causality assessment was received for essure with regard to endometriosis, migraine, intervertebral disc protrusion, back disorder, gait disturbance, intervertebral disc disorder or impaired quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 110 kg. Batch number- 838572; manufacture date- 31-mar-2011; expiration date- 31-mar-2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-feb-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) endometrioma [endometrioma], huge migraine headache [migraine headache] , herniated discs [herniated disc] , discopathy at l4-l5 [lumbar disc disease] , my back is completely shot, not to mention my cervical spine [back disorder] , I have great difficulty walking; it's a nightmare [walking difficulty] , a shitty life [impaired quality of life] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-jan-2026. The most recent information was received on 04-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of endometriosis ("endometrioma") in a 53-year-old female patient who had essure inserted (lot no. 838572) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced endometriosis (seriousness criterion intervention required), migraine ("huge migraine headache"), intervertebral disc protrusion ("herniated discs"), intervertebral disc disorder ("discopathy at l4-l5"), back disorder ("my back is completely shot, not to mention my cervical spine"), gait disturbance ("I have great difficulty walking; it's a nightmare") and impaired quality of life ("a shitty life"). The patient was treated with surgery (in 2022). At the time of the report, the outcomes for migraine, intervertebral disc protrusion, intervertebral disc disorder, back disorder, gait disturbance and impaired quality of life were unknown. No causality assessment was received for essure with regard to endometriosis, migraine, intervertebral disc protrusion, back disorder, gait disturbance, intervertebral disc disorder or impaired quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 110 kg. Batch number- 838572; manufacture date- 31-mar-2011; expiration date- 31-mar-2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints is reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-feb-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Endometrioma [endometrioma]. Huge migraine headache [migraine headache]. Herniated discs [herniated disc]. Discopathy at l4-l5 [lumbar disc disease]. My back is completely shot, not to mention my cervical spine [back disorder]. I have great difficulty walking; it's a nightmare [walking difficulty]. A shitty life [impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 27-jan-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of endometriosis ("endometrioma") in a 53 year-old female patient who had essure inserted (lot no. 838572) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced endometriosis (seriousness criterion intervention required), migraine ("huge migraine headache"), intervertebral disc protrusion ("herniated discs"), intervertebral disc disorder ("discopathy at l4-l5"), back disorder ("my back is completely shot, not to mention my cervical spine"), gait disturbance ("I have great difficulty walking; it's a nightmare") and impaired quality of life ("a shitty life"). The patient was treated with surgery (in 2022). At the time of the report, the outcomes for migraine, intervertebral disc protrusion, intervertebral disc disorder, back disorder, gait disturbance and impaired quality of life were unknown. No causality assessment was received for essure with regard to endometriosis, migraine, intervertebral disc protrusion, back disorder, gait disturbance, intervertebral disc disorder or impaired quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 110 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.